Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the filling port during filling. The set was filled with fluorouracil and 0.9% normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from may 6, 2019 - may 7, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph using the naked eye; however, no leak could be observed at the fillport. Since the sample was not received for evaluation, the reported issue could not be refuted. The most probable cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.